Event description:
It was reported that an unspecified cot would not release from an unspecified powerload.

Event description:
It was reported that an unspecified cot would not release from an unspecified powerload. The customer cancelled the evaluation by stryker field service without confirming the model or serial number of the unit causing the issue.

Manufacturer narrative:
The section h codes and b5 summary have been updated to reflect the completed investigation.